Event description:
The device was used during an abdominoperineal resection. It was reported the er420 was place on a lower vessel, and the jaws locked and severed the vessel. The pt lost 2000cc of blood. The pt returned to surgery two days post-op to have packing removed. It is undetermined whether the packing was due to the severed vessel.

Manufacturer narrative:
H6: code 100: instrument was received empty and locked out and no functional testing could be performed. No conlcusiion could be drawn as to what may have caused reported incident during surgery. D6; 02-19-1997 instrument originally called in was an er420, instrument received and analyzed was an mcl20. Vii